Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: a pfna (proximal femoral nail antirotation) nail broke and the blade was unlocked when removed. The clinic informed that the patient experienced that the nail broke when she twisted her ankle. The pfna was inserted on (B)(6) 2012, the broken nail was removed on (B)(6) 2013. This is report number 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is ongoing. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.